Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required conversion from right mini-thoracotomy to a sternotomy in order to treat the pvl. Based on the available information, the root cause for the pvl remains indeterminable; however, it was likely due to patient and procedure related factors and not a malfunction of the device. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm pericardial aortic valve was explanted at implant due to perivalvular leak. A second valve 29mm pericardial aortic valve was implanted successfully. Per obtained medical records, the patient presented with bicuspid valve with severe aortic insufficiency and symptoms of shortness of breath and dyspnea on exertion. The patient underwent right mini-thoracotomy that was converted to sternotomy. Intraoperatively, a 27 sizer sat on the annulus but did slip through. A 29 was snug even through the aorta which was smaller than the annulus. At that point the hospital only had a 27mm tissue valve of this model and it was thought to be ideal for a right chest approach. Another surgeon came in for assistance in choosing an appropriate valve. He did his own sizing and felt that the 27mm would not work. He placed stitches at the bottom of the sinuses along the annulus. A stitch was then passed through the sewing ring of the valve and the valve was seated into position. Those knots were secured with cor-knot. The balloon was then insufflated on the valve to expand the subaortic curtain and stent frame. This was done for 10 seconds at approximately 5 to 6 atmospheres. The patient was taken off bypass and then assessed the valve with tee. There did appear to be significant at least moderate and probably severe perivalvular leak along the non-coronary cusp. It was noted that this was not going to be a viable valve. The decision was made at that point that, because we were going to have to remove the valve as well as place circumferential pledgeted sutures for the larger valve which would be difficult getting through the aorta which was smaller than the annulus, all of these factors came into play to convert sternotomy. The 29mm pericardia valve was then implanted and once off bypass, a tee was again performed and it did show that there was no perivalvular leak and very low gradient at a mean of 3 across the valve. The patient tolerated the procedure well. There were no immediate complications. The patient was then taken back to the ICU with stable hemodynamics. The patient was discharged home in stable condition.